Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-1818, awareness date 20-oct-2015) which refers to female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008. The consumer reported the day of her implant; her doctor gave her a local to numb her cervix. During the insertion of the first coil, she had a burning feeling on her entire left side from the waist down. The doctor informed that it was supposed to do that; she said that is how they know that they got the coil into her tube. The second coil was implanted without the burning feeling. That burning feeling lasted the whole day after she had left the office. From there she notice little things that started happening over the months, weight going up, night sweats, leg cramps, more headaches during the week, always tired, bad cramps, stomach pain even without her period, ovaries always hurting, hair loss, face and body breaking out with pimples, no energy and the list goes on. In 2013, she was on vacation and starting bleeding this orange color blood and she knew was not a normal period and that something was wrong. When she got back home from vacation she scheduled an appointment with her doctor and had all types of test done to find out the cause of this bleeding. She went to a gynecologist who did a biopsy of her cervix only for them to come back and tell me that her uterus wall was beyond paper thin and that was where the bleeding came from. Two days later, her whole body broke out in some rash; she went to a dermatologist who did a biopsy of a piece of her rash and said she had lichen planus, she was put on steroid body cream to help get rid of the rash. Once the rash was gone she started noticing a lot of facial hair growing in on her chin and chest which she never had before. After a few months she started to notice a foul smell coming from her vaginal area. She called her doctor back up and made an appointment; she went ahead and did a pap test which came back normal. Up until (B)(6) 2015, she had this smell and it got really bad before her periods and when she had intercourse; she even had her husband go get checked to see if there was anything wrong with him. She changed doctors and asked about the smell and she did a test and as soon as she opened her up she said yes you do have bv. The consumer stated she had never had bv before in her life, only had 1 yeast infection. For almost 2 years she had to live with this smell and a doctor telling her nothing was wrong. She had all her test done and was approved for surgery to have the coils removed. On (B)(6) 2015, she had her surgery and at time of the report she was almost 3 months post-op and has her life back. Result and assessment of the product technical complaint investigation received on 11-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and started bleeding this orange color blood. She had a surgery to have the coils removed. This event, seen as genital haemorrhage, is serious due to medical importance and listed in the reference safety information for essure. Although uterine disorder (she stated that her uterus wall was like a paper thin which would be the reason for the bleeding) could be an alternative explanation; considering genital bleeding may occur during essure use, a contributory role from suspect insert cannot be totally excluded. Since essure removal was required, this case is regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.